Event description:
It was reported that battery depletion was suspected to be faster than anticipated on the pacemaker . The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes the physician beleived this was a programmer related over estimation of longevity issue. The device remained implanted.

Event description:
New information received notes that the battery issue was observed during a half yearly checkup. A drastic change was seen in the estimated longevity during this six month period. The estimated longevity was 6.6 years in (B)(6) 2022 but the longevity estimate in (B)(6) 2022 was 1.7 years. No major difference in usage was seen. The change was noted after a programmer software upgrade in (B)(6) 2022 and may have been linked to programmer function. The pacemaker remained implanted and was scheduled for a six month re-evaluation in clinic. The patient had no symptoms and was stable throughout the interrogation.